Manufacturer narrative:
Initial report had incorrect information about wearing insulin pump during hospitalization in summary narrative which need to be removed. Corrected summary has been provided with this report. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2020 with blood glucose of 32 mg/dl. The customer was treated with carbohydrate. Customer did not believe insulin pump was over-delivering. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2020 with blood glucose of 32 mg/dl. The customer was treated with carbohydrate. Customer did not believe insulin pump was over-delivering. The customer was wearing the insulin pump during the hospitalization. The device will not be returned for analysis.